Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post implant of the cardiac resynchronization therapy defibrillator (crt-d) the patient experienced a superficial incisional surgical site infection. The patient had removed their dressing after two weeks as instructed. The patient stated after removing the wound dressing it was noted that there was large purulent wound. The patient then proceeded to treat the are with peroxide spray which resulted in the disappearance of the pus. The wound site was red. The patient attempted to remove the suture but was unable. Upon visiting the physician it was noted that there was superficial incisional problem with minor dehiscence or stitch abscess. The suture material was removed and the incision was cleaned with iodine and some necrotic tissue was excised. It was further reported that weeks later the wound was rechecked and was healing. The device remains in use. No further patient complications have been reported as a result of this event.